Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion with 85 percent stenosis degree. Despite pre-dilatation, the lesion could not be crossed with the device.

Manufacturer narrative:
Combination product: yes. On 15-apr-2024 additional information: treated vessel was the left anterior tibial artery. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed that the stent is deformed at its proximal end. Two stent struts are bent outwards (i.e., lifted). Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. Review of the production documentation confirmed that the product was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. It should be noted that the IFU states that the orsiro mission is indicated for improving coronary luminal diameter in the native coronary arteries.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion with 85 percent stenosis degree. Despite pre-dilatation, the lesion could not be crossed with the device. On 15-apr-2024 additional information: treated vessel was the left anterior tibial artery.

Manufacturer narrative:
Combination product: yes. Corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed that the stent is deformed at its proximal end. Two stent struts are bent outwards (i.e., lifted). Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. Review of the production documentation confirmed that the product was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. It should be noted that the IFU states that the orsiro mission is indicated for improving coronary luminal diameter in the native coronary arteries.